Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Explantation date: (B)(6) 2021. Manufacturers reference number: (B)(4).

Event description:
It was reported via 5102135 that a (B)(6) caucasian female patient underwent a breast surgery with two 445cc mentor memoryshape breast implant prostheses and experienced autoimmune disorder postoperatively. The patient suffered several unexplained systemic symptoms, including health decline, weakness, fatigue, tremors, neurological motor issues, memory loss, lack of concentration, decreased libido, breast pain, insomnia, joint pain, limited mobility, systemic lupus erythematosus (sle), sinus issues, skin rash, migraines, hair loss, vision disturbances, mood changes, inflammation, and positive ana. No device issue was reported. The root cause of the patients symptoms is unclear. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. The event date was estimated as (B)(6) 2018 based on available information. This report is for the left-sided prosthesis.